Event description:
It was reported that balloon rupture occurred. A 4.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed without any issue and the procedure was completed with a different device. No patient complications nor injuries reported.